Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device was part of a system revision due to infection. The device was implanted for a year. No additional adverse patient effects were reported. The device is not expected to be returned for analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device was part of a system revision due to infection. The device was implanted for a year. No additional adverse patient effects were reported. The device is not expected to be returned for analysis due to physician decision.